Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer also stated that the insulin pump is stuck on blank screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No blank display noted. Lost sensor alarm was not verified and operating currents test was not performed due to button/keypad anomaly. The device had cracked reservoir tube lip and minor scratched display window.